Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The access vessel was the femoral artery. Additional information was received stating that the cause of the resistance and puncture was not determined. There had been resistance in the protection sheath and hub. The coils came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. After removal, it was observed that the coils and catheter were stretched. The guidewire was not a medtronic product, but a tongqiao guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that according to the normal process, the spring coil was hydrated and sent into the microcatheter along the protective sheath. The resistance was too great to be sent into the microcatheter. The same situation occurred when the spring coil of the same model and lot number was replaced and could not be pushed into the microcatheter. The same situation occurred when the spring coil of the same model and lot number was replaced again. Three qc-2-6-3d spring coils could not be sent into the microcatheter in one surgery. So the spring coil of other brand was replaced and successfully delivered, and the surgery continued. After the catheter was hydrated and shaped, it was sent into the body under the guidance of a guidewire. When pushed the guidewire in place in blood vessel, it was found that the guidewire had penetrated the side wall of the catheter tip. The catheter was then removed from the body for observation and a small hole was found on the side wall of the catheter tip. A catheter of the same model was replaced and the surgery continued. The catheter was flushed as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing aneurysm coil embolization surgery for treatment of a saccular, unruptured right posterior communicating artery aneurysm with a max diameter of 4 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The access vessel diameter was 5 mm.

Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The unknown tongqiao guidewire used during the event was not returned for analysis. Three axium devices were also returned for a different failure and will be assessed in pli-10, pli-30, and pli-40. Visual inspection/damage location details: no damages were found with the echelon-10 hub. The echelon-10 micro catheter body was found kinked at ~90.0cm from the proximal end. The distal ~2.5cm of the echelon-10 appears to have been shaped with no shaping damage observed with the catheter or coating. The tip was found kinked proximal to the distal marker band. The catheter wall was found thinning and with a small break found at the same location exposing the inner braid. Testing/analysis: the echelon-10 micro catheter total length was measured to be ~156.1cm and the usable length was measured to be ~1 48.2cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end as well as the punctured location. An in-house guidewire was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the kinked body location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture ¿gw/stylet¿ was confirmed. It is possible the puncture occurred during the attempt to advance the guidewire into the micro catheter at the kinked location. The catheter wall at this location was found thinning, likely due to the kink at a location that was not reinforced by the inner braid. The kink as well as the thinning catheter wall would cause the guidewire to either puncture or exit a break caused by these failures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.